Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient complained of pain worsening over time, MRI showed large fluid collection around hip.